Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had a small superficial infection to the pocket containing the device. The pocket was revised and cleaned with removal of the skin that was infected. The patient is doing fine, with no further adverse effects reported.